Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, line was removed due to it being positional and multiple kinks in catheter. Recommend replacement of PICC since PICC is extremely positional with arm movements and tip is in mid svc which is not ideal location for cpn. Positional on line removal noted multiple kinks in catheter. No xray image of arm obtained. Additional information received on 5/25: catheter was inserted 9cm above the antecubital fossa with 4cm left external.

Event description:
It was reported, line was removed due to it being positional and multiple kinks in catheter. Recommend replacement of PICC since PICC is extremely positional with arm movements and tip is in mid svc which is not ideal location for cpn. Positional on line removal noted multiple kinks in catheter. No xray image of arm obtained.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regx2173 showed one other similar product complaint(s) from this lot number.